Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, post-paced t-wave oversensing was observed on stored egm. Device was reprogrammed, and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.